Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment after being used for two days. The infusion set tubing came apart. Activity leading to event was reported to be sleeping. The site of insertion was reported to be lower back. In relation to the site the pump was attached to waist band. The location of detachment was the site. Patient was advised to change the set. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states.